Event description:
Phenylephrine infusion tubing found to be leaking in the middle of the tubing. Drip rate increased multiple times during shift change. Patient bp variable throughout shift. ~20cc found on floor below tubing. Pressor titrated down once tubing changed. App and apsm notified. Also, to note, infusion was started on previous shift while patient was in gi suite for procedure. Manufacturer response for IV tubing, clearlink continu-flo solution set with duo-vent spike (per site reporter). Requested rga and mailer today.